Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to verify unresponsive keypad or perform prim test, due to cracked and bleeding lcd glass. Insulin pump received with minor scratches on lcd window.

Event description:
Customer reported that insulin pump has screen damage. Customer stated that there are marks on the pump and it is not working. Customer's blood glucose reading was 59 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.